Event description:
The user facility reported that they received a positive biological indicator (bi) result for a load run in a v-pro sterilizer. The instruments present in the cycle were subsequently used in patient procedures. The hospital followed their internal procedures and the patients were placed on antibiotics as a precaution. No injuries have been reported.

Manufacturer narrative:
The user facility reported that the processing cycle for the instruments used in the patient procedures completed successfully with no abnormalities. The cycle printout confirmed that the cycle completed successfully and all critical parameters were met. A steris service technician inspected the v-pro sterilizer and confirmed that the unit was operating properly. The sterilizer has remained in service with no further issues. In addition, the facility monitors all v-pro cycles with chemical indicators (ci); the ci used in the cycle was reported to have passed. The passing ci demonstrates that the load has been processed/exposed to vaporized hydrogen peroxide. Retain testing completed on the lot subject of the reported event evidenced passing results, no issues were noted with the biological indicators (negative results). The DHR also evidences the lot was manufactured to specification. The results of the sterilizer record, ci, and equipment inspection demonstrate that the instruments processed in the unit were properly sterilized. Steris offered in-service training however the user facility declined.

Manufacturer narrative:
Steris implemented a production process of washing the scbi vials prior to inoculation, which has proven to be effective in ensuring the proper performance of the verify v24 scbi as evidenced by customer complaints.